Event description:
The reporter stated that reporter did back to back blood glucose tests, within 10 minutes, using the same finger stick. Reporter's results were 162, 217 and 105 mg/dl. Reporter did not have any symptoms. On follow up, a control solution test was in range, 126 (100-150). The reporter stated that reporter had never cleaned the meter. No harm was alleged.